Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. It was indicated that the patient was critically ill while using the device, which is misuse of the device. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the arm. The patient reported sensor error, signal loss, inaccurate readings and sensor failure all with the same sensor. On (B)(6) 2025, the cgm reading was 230mg/dl and the next moment it decreased to 55 mg/dl. She took a bg reading which was 140 mg/dl and the cgm reading was 230 mg/dl. Based on the cgm reading the insulin pump injected too much insulin which led her to lose consciousness. At the time of her fainting the cgm was in signal loss and later on, it failed. An ambulance was called, and the patient was taken to the hospital. The patient was treated with 11 ampoules of g40 (glucose) injection/IV. At the time of the report the patient was better and had already been discharged from the hospital. It was reported that the patient has multiple illnesses and that she is terminally ill/ critical ill. The cause of the fainting was not determined at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at unspecified time when cgm decreased to 55 mg/dl. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event ¿ correction. B5 describe event or problem ¿ correction to the following statement in the initial MDR, ¿on (B)(6) 2025, the cgm reading was 230mg/dl and the next moment it decreased to 55 mg/dl. ¿ h2 correction.

Event description:
On (B)(6) 2025, the cgm reading was 230mg/dl and the next moment it decreased to 55 mg/dl.